Event description:
It was reported that two days after the implant procedure, the left ventricular lead dislodged and there was no capture. During the lead revision, the physician had difficulty removing the lead from the device header and several wrenches and other tools were used to remove the lead. The lead was repositioned and then when it was re-inserted into the header, the set screw would not engage properly. The device was explanted and replaced, and the lead remains in use with the new device. No patient complications have been reported as a result of this event.